Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump was ' supposed to be 50 'and was only giving out 30ml, flow rate slow during unspecified process in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: h6, h11: h11: a service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.